Event description:
Customer reported insulin was leaking at the luer lock; changed the infusion set tubing. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.